Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. It was reported that an alert/notification settings issue occurred. The allegation was confirmed via data. However, no readings issue occurred between 1-3 hours followed by a wearable failure. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the continuous glucose monitor (cgm) device, however, had ¿stopped working.¿ the wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hypoglycemic event while in an active sensor session. The last comparison noted by the patient showed a cgm reading of 120 mg/dl and a blood glucose (bg) meter reading of 66 mg/dl. At an unspecified time afterward, while sleeping, the patient lost consciousness. Upon regaining consciousness, the patient self-administered glucagon. He recalled that his bg level was below 40 mg/dl at that time. The patient could not confirm the accuracy of the cgm reading during the event, as the cgm device had stopped working by the time he regained consciousness. No additional treatment or medical intervention was reported. The patient did not seek emergency services and reported feeling better at the time of the report. Despite multiple follow-up attempts, no further clarification of the event details has been received. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on 07/19/2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event while using a continuous glucose monitoring (cgm) system during an active sensor session. The event occurred while the patient was asleep. During this time, the patient lost consciousness and, upon regaining consciousness, noted that the cgm sensor had failed. The patient self-administered glucagon to treat the episode. Although no fingerstick blood glucose reading was documented, the patient estimated that their glucose level was likely below 40 mg/dl at the time of the event. The patient also reported that they do not typically experience symptoms of either hypoglycemia or hyperglycemia and described themselves as a ¿brittle¿ diabetic, indicating frequent and significant fluctuations in blood glucose levels. The patient referenced a prior study indicating that their blood glucose levels fall below 40 mg/dl approximately 15% of the time. No additional treatment was reported as necessary, and there was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.